Event description:
It was reported that telemetry monitoring was lost for 10 minutes affecting 3 patients. Alternate patient monitoring was available and utilized after 10 minutes of lost telemetry monitoring. Serious injury or death are not associated with this event, and medical intervention was not required. Ge healthcare's investigation is ongoing. A follow up report wil be submitted once the investigation has been completed.

Manufacturer narrative:
The site hasd multiple apex pro telemetry systems and at this time, it is unknown which device was involved in this event. Cannot be determined until the serial number is known.